Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. (B)(4).

Event description:
Information was received directly from a patient and also from a manufacturer representative regarding that same patient who was imp lanted with a neurostimulator for non-malignant painand lumbar radiculopathy. It was reported that there was a poor communication message on the patient programmer and implantable neurostimulator recharger. The device was unable to communicate with the implantable neurostimulator recharger. The last time that the patient felt stimulation and started feeling pain was one week ago, and the last successful charge session was two weeks ago. The patient tried to charge 3 days prior to the report and got a reposition antenna screen on the implantable neurostimulator rechargerand a poor communication message on the patient programmer. Troubleshooting was performed, however the patient programmer continued to get the poor communication message on the patient programmer screen and the implantable neurostimulator recharger continued to get the reposition antenna message. A new recharging antenna was sent to the patient, but this did not resolve the issues. The patient could not get any coupling bars when he tried to charge. Prior to the beginning of march, the patient stated that he could get 8 bars. The patient attempted a recharge session and reported poor coupling (4 bars or less). A por screen was reported and a charging screen without coupling bars, then it went to the reposition antenna screen. Repositioning the antenna did not resolve the issue. The device could communicate with the patient programmer and clinician programmer. The clinician programmer stated that the implantable neurostimulator is discharged, and ¿charge battery now.¿ multiple antenna locates were attempted, however they did not resolve the issue. The values ranged fro m 50-54 out of 48-52. The patient placed the antenna where they got 54 and started a charging session; however 0 coupling bars were attained. There were no implantable neurostimulator pocket issues reported. The implantable neurostimulator was tight in the pocket and could barely be grabbed. While sitting, the coupling bars went from 0-2 bars and then to 4 bars with a little movement from the patient while he changed positions. The patient did not have stimulation since the implantable neurostimulator would not charge; this was considered sudden in nature. The patient has had a lot of falls over the last 6 months. As of (B)(6) 2016, the implant is now successfully charging.